Event description:
Boston scientific received information that a 3-4 second pause in pacing was observed via telemetry following the implant of this device. The patient has lung cancer and also experienced respiratory arrest and underwent an av node ablation one day post implant. Low amplitude noise was observed during the system implant; however, when the lead was re-inserted into the device header, the noise went away. A chest x-ray was performed which appeared to show the lead inserted past the connector block of the device header. No adverse patient effects were reported.

Event description:
Additional information was received that at implant this patient experienced respiratory distress, the field representative was unable to find information related to a respiratory arrest. It was confirmed that the night post implant there was a 4 second pause, and the pacemaker sensitivity was reprogrammed. There were no patient issues reported related to the pause and no further issues were noted. Three days later the patient was found in a coma, and subsequently died. The cause of death was reported as metastatic brain cancer. There were no allegations that the device caused or contributed to the patient's death. The device was not returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.